Event description:
Three months after device explant and reimplant, the pt reportedly complained that poor performance is worst than that of the earlier device. The pt's device was explanted. The pt was reimplanted with another advanced bionics llc cochlear implant. It was noted that only a partial insertion was possible due to the pt's anatomy.